Manufacturer narrative:
(B)(4). Date sent: 06/25/2025. D4: batch#: unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or did the device start to deploy staples and cut but could not be completed (partially fire)? Or did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished pcee60a, with lot/batch number: a97261, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a wedge resection procedure, the surgeon clamped down on lung tissue using a black reload. When they tried to fire the device, it would not fire fully and would only fire part way. When they unclamped, they found the anvil was bent so they opened another device and the same thing happened again. They said they managed to clamp on the lung with a lung grasper so it wasn't thicker tissue than what they would normally fire on. Another like device was used to complete the procedure with a delay of five minutes. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 07/10/2025. D4: batch #unk. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Device stated to fire and deploy staples but then stopped and locked halfway/mid staple line or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes this is correct. Or, did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? Not that I have been made aware of, I believe surgeon used knife reversal switch. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards and with no reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 07/14/2025. Updated data: h6. Type of investigation. Device history review- a manufacturing record evaluation was performed for the finished device batch number 381d50, and no non-conformances were identified.